Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During the inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that external stress was applied to the lock lever of the connecting tube, which led to the breakage of the tube. Subsequently, the tube was unable to be connected or had applied stress in the wrong direction, causing the external stress. The event can be detected by following the instructions for use which state: " 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken."" Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the olympus endoscope reprocessor (oer) connectors were broken. There were no reports of patient harm.